Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with symptoms of vomiting and nausea. The customer stated that she last changed her infusion set the day of the event. Programming was correct. The customer's nurse stated that the customer bolused with the insulin pump when her blood glucose level was 270 mg/dl, but then her blood glucose went up over 300 mg/dl. Furthermore, the customer stated that there were two cracks on the screen of the insulin pump. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.